Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using a pod6. During the procedure, while attempting to implant the pod6 in the target vessel using a non-penumbra microcatheter, the pod6 was not placed in the desired position; therefore, the physician re-sheathed the pod6 in order to re-position it. While re-advancing the pod6 through the microcatheter, the physician experienced resistance after advancing approximately 1/3 of the pod6 into the microcatheter and realized that the pod6 pusher assembly was kinked. Subsequently, the pod6 unintentionally detached with approximately 2/3 of the pod6 still within the introducer sheath. Therefore, the physician removed the introducer sheath with the detached pod6 from the hub of the microcatheter. The procedure was completed using four ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.